Event description:
It was reported that when the surgeon went to insert screw to the hole the locking did not work properly. Same screw worked properly at another hole. They did not insert any screw in the screw hole. They used other screw holes and completed surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the surgeon went to insert screw to the hole the locking did not work properly. Same screw worked properly at another hole. They did not insert any screw in the screw hole. They used other screw holes and completed surgery.